Event description:
Additional information received reported that the manufacturing representative spoke to the patient on (B)(6) 2015 and the patient was in good health and doing well. The cause of the event was due to the connector pin on the desktop charger being bent and out of place, not providing charge to the charging device. Upon return of the desktop charger, analysis found that the connector pins were broken on the cable assembly.

Event description:
It was reported that there was a communication problem. The patient had trouble with the charging system. The patient was told that it would be an hour to charge and it was taking much longer. The patient stated that she had tried so many times and the other day it was against the skin for 1.5 hours and was told it would be an hour. The patient tried all morning long and gave up on it. The patient reported that the past 3 days went to change location and tried for two hours and didn¿t have any success. The patient stated that it was working on the day of report. A coupling problem was reported. The patient confused the coupling bars with implantable neurostimulator (ins) charge level. The patient tried charging for 2 hours and was getting 0 coupling boxes again. The patient was able to get all 8 coupling problems at times. It was further reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that there were about 5-6 calls. The patient was still having concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that the patient did not believe ¿it was working properly.¿ it was noted that there was an appointment date of (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#: (B)(4)) found that the connector pins were broken on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 37761, product type: recharger. (B)(4).

Event description:
Additional information received reported that the recharger was not charging. The patient was discharged at the time of the report and had been experiencing an issue for the past few days. The patient was given a desktop charger to use andthe patient was sitting in the office at the time of the report and recharging. The reporter became aware of the 'bent pin' on the day of the report and was aware of the recharging issue for the past few days. It was noted that the connector pin broke. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: 2014, product type: lead (B)(4).